Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a catheter which was subsequently pulled and replaced. The customer reports the catheter became thinner and the line in the catheter disappeared. The catheter was implanted on (B)(6) 2008. There was no patient injury.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number information was not provided. A complaint sample was sent to the site for review. The sample consisted of one catheter. The catheter came inside a plastic bag with a picture. The sample present signs of use (remains of blood). Visual inspection was performed and it was observed that a portion of the catheter did not present the white line and also it was noted that a portion of the catheter near the cuff is thinner. In the picture it showed a catheter inside the patient¿s body. It was observed in the picture that a section of the tubing is thinner. In order to confirm the reported condition, the sample was cut in two parts to perform a dimensional test. The wall thickness of a section of the catheter was found out of tolerance. A diagram was used to determine the potential causes for this event. Man a) failure to follow inspection procedures. Because no lot number was provided the DHR review was not performed. The device showed heavy signs of use which suggests it was functional as it was placed. Additionally, based on the complaint description, the catheter was used for a period of approximately 7 years without any problem. During manufacturing operations, it is assembled manually as per the formula sheet. Later, at the final stages of production, manufacturing performs 100% final inspection per procedure including tubing inspection to detect necking which is a visual shrinkage of the tubing. Based on the fact that the issue was not identified prior to use, and it occurred after being in use since 2008, this potential cause is discarded. B) misuse (excessive force, cleaning agents): visual evaluation revealed that the catheter was heavily used for a period of approximately 7 years. It presented external damaged in the affected area of the tubing. The source of this damaged is unknown; however it was caused after a prolonged use. For these reasons the potential root cause related to customer misuse (excessive force, cleaning agents, etc.) Is not discarded. Machine: a) malfunction: not a factor. Tubing is not subject to additional machine operations that may change its wall thickness. The tubing is a purchased component and the sample revealed signs of use. (Discarded) measurement / inspection a) incoming inspection failed or not performed: incoming samples are inspected per procedure. Lots are released only if inspections are completed. (Discarded). B) in-process inspection failed or not performed: 100% final inspection (including necking of the tubing) is done per procedure. During manufacturing operations, it is assembled manually as per the formula sheet. Later, at the final stages of production, manufacturing performs 100% final inspection including tubing inspection to detect necking which is a visual shrinkage of the tubing (this is related to the reported event). This potential cause is not discarded. Material a) defective material: based on the sample appearance, the defective condition occurred after a prolonged use. At the moment of the insertion the catheter was in good conditions, it functioned as intended for a period of approximately 7 years. As per the instructions for use (IFU), it is needed to perform a visual inspection before using the device. The IFU states: do not use the catheter or components if they appear damaged or defective, and continues, do not use acetone, alcohol, or any solution containing alcohol on any part of the catheter. Exposure to these agents may cause catheter damage. It can be noticed that they did not identify any issues on the catheter, since it was already installed and used since 2008. The tubing was visually and physically found out of dimensions, the evidence provided is not enough to relate this event to the manufacturing operations. The catheter functioned as intended for the reported amount of time. The most probable cause is related to a customer misuse since the sample reveled external damaged that occurred after being in use for approximately 7 years. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Corrective actions were not required.